Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed and replicated the customer reported complaint. Fa found the instrument to have damage of the conductor wire¿s insulation. Part of the wires inside were observed to be exposed. There was no thermal damage observed. An electrical continuity test was performed and passed. The root cause of this failure is attributed to a component failure. An additional observation not reported by the site and not related to the primary failure was identified. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.088¿ - 0.102" in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to misuse/mishandling. A review of the site's complaint history does not show any additional complaints related to this product or event. A review of the instrument log for the product associated with this event shows that the fenestrated bipolar forceps instrument was last used on (B)(6) 2021 on system sk3337. The instrument has a maximum of 14 uses. There were 4 more uses remaining on the instrument. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the information provided, this complaint is being reported due to the following conclusion: the instrument had conductor insulation damage and exposed wires with no evidence that it was a result of mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument¿s cautery wire was observed to have a break in the insulation. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.